Event description:
The company was made aware that the patient had bilateral tegmen repair surgery. The patient's device was removed and reinserted. Advanced bionics is in the process of gathering more information. Once more information is obtained a supplemental report will be submitted.